Event description:
It was reported that during pt use the device displayed an "incomplete discharge" message. Upon initial evaluation it was observed that the device had multiple error codes in memory indicating a critical failure. It was indicated that the pt had expired following this event; however, no other pt and/or event details were provided.

Manufacturer narrative:
(B) (4). Physio-control initially evaluated the device; however, the reported "incomplete discharge" message was not verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.